Event description:
It was reported that oversensing of noise was seen on the electrogram (egm) due to fast ventricular tachycardia (vt) detection. In addition, non sustained ventricular tachycardia (vt) was also seen on the electrogram (egm) with similar oversensing of noise. At this time the system remains implanted. No adverse patient effects were reported.

Event description:
It was reported that oversensing of noise was seen on the electrogram (egm) due to fast ventricular tachycardia (vt) detection. In addition, non sustained ventricular tachycardia (vt) was also seen on the electrogram (egm) with similar oversensing of noise. The patient experienced pacing inhibition but had an underlying rhythm. At this time the system remains implanted. No adverse patient effects were reported. To date no further changes were made.